Event description:
The customer reported to olympus, the forceps elevator of the evis lucera elite duodenovideoscope exhibited poor forceps raising angle function. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device was returned and an evaluation could not confirm the customer allegation. The adhesive part of the bending section cover was chipped and cloudy. Scratches were noted on the image guide tube. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted in completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event is likely due to foreign material was caught in the sliding section of the forceps elevator during the procedure, the forceps elevator temporarily did not move down. However, the root cause of the reported event is unable to be determined. Olympus will continue to monitor field performance for this device.